Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lay user/patients have returned 2 lots of test strips (lot # 3955248 and 3966711). These have been evaluated by lifescan product analysis with the following findings: both lots of test strips passed testing; the reported issue could not be confirmed. However, secondary and tertiary issues were noted in test strip lot # 3955248. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. The test strips were also found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.